Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing. We are awaiting the results of the additional testing. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel and the auxiliary water channel are also flushed. No detergent is used for precleaning. Manual cleaning is then performed by brushing the instrument/suction channel, suction cylinder, and instrument channel port with a broseco30 brush and aniosyme x3 detergent. The scopes are then cleaned in a soluscope 4 automated endoscope reprocessor (aer), using soluscope cln detergent, and soluscope paa disinfectant. Their storage practice is vertical suspension in a hysis as 300 storage cabinet (non-olympus). Olympus is the maintenance company. The scopes are not sterilized. The aer was reportedly microbiologically tested, but the test results were not provided to olympus. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were cultured, and sixty (60) colony forming units (cfu) of pseudomonas aeruginosa, and one (1) cfu of micrococcus species, were detected. One (1) cfu of bacillus species was detected in the air/water channel. In addition, the presence of an unquantifiable, unspecified bacteria was detected in the suction channel. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to h10 of the initial report: the cleaning disinfection and sterilization (cds) practices provide were reported under an incorrect serial number and may not be for the subject device of this report. Multiple attempts were made to confirm the serial number with the customer however, were unsuccessful. This report is being supplemented to provide additional information based on the customer provided results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test performed at the third-party labs, provided from olympus: sampling from: all channels cfu: 2cfu bacterial identification: coagulase negative staphylococci. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: - scope cover leak - light guide lens glue has chipped - charged coupled device cover lens has chipped - distal end cap cover has scratches - bending section rubber glue worn - connecting tube has buckles - connecting tube has wrinkle - key top 1 has nuclear indication - universal cord has buckles - plug unit has shaved - scope connector water mouthpiece deformed - angulation is lower than standard - biopsy channel exchange as preventive maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.